Event description:
Information was received indicating that at night a smiths medical cadd-legacy duodopa ambulatory infusion pump day pump was connected to a patient instead of the night pump. Per reporter additional information on the programmed rate and dosage is unknown. No adverse patient effects were reported.